Manufacturer narrative:
Corrected field is e1 event site telephone updated fields are b4 g3 g6 h2 h6 type of investigation investigation findings investigation conclusion and h11 event summary and root cause evaluation this complaint record was created retrospectively as part of a review of an emergency support program esp call received regarding an autofill failure alarm on a cs300 system the caller was hugo a cvicu registered nurse hugo reported that the console had generated multiple autofill failure alarms he verified that all system cables and connections were properly connected and secure and confirmed that no blood was present in the helium tubing he also noted that although the alarm occurred several times the iab fill key had not been used prior to the call the esp representative instructed hugo to perform an iab fill and press start after which therapy resumed hugo reported that the patient was febrile tachycardic and mechanically ventilated and these clinical conditions were reviewed as potential contributors to autofill related alarms the nature of the autofill failure alarm and standard troubleshooting steps were explained hugo contacted esp several additional times during follow up discussions replacement of the console was suggested as a precautionary option should alarms persist however as the alarm had not recurred for several hours the clinical team elected not to exchange the console at that time hugo was encouraged to call back if the alarm reoccurred so additional troubleshooting could be performed in real time he expressed appreciation for the guidance and support provided no patient harm reported the autofill failure alarms were most likely attributable to patient related clinical factors combined with delayed execution of standard troubleshooting steps rather than a device or product quality issue the cs300 system functioned as intended and therapy resumed without recurrence following proper intervention no systemic product issue was identified.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Corrected fields are d10 concommitant and h6 health effect clinical impact. Updated fields are b4, g3, g6, h2.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.